Event description:
Additional information was received that the physician will be providing any additional information about the patient, as the site is very hipaa sensitive. Good faith attempts for product return have been unsuccessful to date.

Event description:
It was initially reported that the patient was having an increase in auras and is being referred for a generator replacement. The generator replacement was reported to be prophylactic but there was also hand written notes form the surgeon that noted the generator was being replacement due to generator battery failure. The patient typically has 1 aura per month since vns and recently had been having 2-3 per month. It is unknown if this is above pre-vns baseline. Cold or when the patient feels tire it can trigger auras. The patient had a generator replacement. Good faith attempts for product return are in process.